Event description:
It was reported that during central processing, a part of the cadiere forceps was missing. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed failure analysis on the returned product. The cadiere forceps instrument was found to have a broken grip at the grip base. A piece approximately 0.85" x 0.22" was found to be broken off the wrist assembly. The broken piece was not returned. This failure is most caused by mishandling/misuse, such as excess force applied to the instrument jaws.